Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the keypad buttons are sticking and have to press them several times in order for the pump to work. The keypad was reportedly peeling, which occurred after the keypad button response issue. This report is being made based on the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast button had intermittent unresponsiveness. The remainder of the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons.